Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck inside of the left ventricular (lv) lead. The lead and guidewire were not used, and another lead was implanted. No patient complications have been reported as a result of this event.